Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional narrative: visual examination of the sample confirmed a ruptured reservoir. No other observation was noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. A tier ii corrective and preventive action (CAPA), (B)(4) was opened to investigate the root causes that led to this failure mode.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) basal/bolus infusor device had ruptured after filling. The device was filled with 72ml of 5-fluorouracil and 20ml of normal saline. There was no patient involvement. No additional information is available.